Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system's image acquisition system (ias) was experiencing power issues. Specifically its motorized drive function was disabled, it won't unpark, and the gantry doors won't open. No patient was present at the time of event.

Manufacturer narrative:
H3, h6: the manufacturing representative (rep) went to site to test the imaging system and found that initial troubleshooting and log data suggested a faulty pendant was causing the issue. The fault was found with a stuck filter ladder in the collimator assembly. Adjusting the filter ladder resolved the initializing hang up on the pendant control module. System checkout performed, no further issues observed. Codes b01, c07, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.